Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer¿s blood glucose level was 49 mg/dl. Customer's other relevant blood glucose level was 340 mg/dl and 349 mg/dl. Customer treated high blood glucose with manual injection and blood glucose went down. The reservoir and insulin pump will not be returned for analysis.